Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information also has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that waveone gold medium 6-file ster 25mm broke. No injury. A request for product return and further information has been made.

Manufacturer narrative:
The investigation results for this complaint are: returned waveone gold medium file 25mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received indicating that the broken portion of the file was not removed from the patient¿s tooth and was incorporated into the filling.